Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 330 mg/dl and 30 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Manufacturer narrative:
Customer's product has been returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were not found in meter memory. This is a final report.

Event description:
Boston scientific crm received information that this atrial lead was an attempted implant. The physician reported difficulty gaining access and then the patient went into respiratory distress. The decision was made to plug the atrial port of the associated pacemaker and a replacement atrial lead was not implanted. No further adverse events were reported.